Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, radial scratch on the iol was identified, extending from the periphery towards the center. This was observed once the iol was placed in the capsular bag. Iol was bisected and lens was explanted in initial procedure. The procedure was completed with back up lens. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Photo review: photo provided shows an implanted iol (intraocular lens). There appears to be a scratch/line/mark on the optic. Based on our observation of the attached photo, there appears to be a scratch/line/mark on the iol optic. The origin of the observed scratch/line/mark cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction provided in section e.1., and d.10. The manufacturer internal reference number is: (B)(4).